Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the insulin pump died within 12 hours after first low battery alarm, sometimes only 2 hours, and unexplained no delivery alarms. The customer stated no troubleshooting could fix his issue and malfunctions and declined further troubleshooting. No harm to the customer requiring medical intervention reported. The insulin pump will not be returned for analysis.